Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that none of the stimulators worked and the stimulator caused 8 fractures. The patient said the lead was not removed and the patient had scar tissue. The stimulator was removed in 2015, but the exact removal date and doctor were not able to be determined. No further complications were reported.